Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: incisional hernia. Procedure: laparoscopic incisional hernia repair with mesh. Events: the patient had surgical revision, pain, bowel obstruction, and recurrence.